Manufacturer narrative:
Potential serial numbers (B)(6). H6. Codes: updated. Device evaluation: the customer reported repeating downstream occlusion alarm and had already tried changing cassette before calling. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history of the potential serial numbers and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had a downstream occlusion alarm and had already tried changing cassette before calling but was still getting alarm. The pump was actively alarming during call. The patient denied finding any kinks in tubing, verified no clamps were down and did not notice anything that would be blocking the flow of med. The patient did not have their backup pump or any extra supplies on hand other than 1 additional premade cassette. The pharmacist advised patient their backup pump needs to stay with them. The patient was able to stop pump then disconnect and reconnect cassette and pump was running and delivering med by end of call. The therapy was life-sustaining. There was no patient harm or no patient injury.